Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. .h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed which revealed a leak at the chamber level (at bottom of the drip chamber). The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the chamber. This issues was identified during set up. There was no patient involvement. No additional information is available.